Event description:
Went to provider to purchase disposable supplies. Was told about machine problems and recall. I have been having problems for about 3 months. Have been having terrible headaches, coughing, sinus issues with pressure in my eyes and sneezing. I thought that these were affected by pollen allergies. I didn't see a link or correlation with the CPAP machine until I read the FDA report online. FDA safety report ID # (B)(4).